Event description:
It was reported that during an unk procedure, the device did not work properly. Another device was used to complete to procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not working properly. A possible cause of the device not working properly is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and blade tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with an anomalies noted during the manufacturing process.